Manufacturer narrative:
(B)(4). The device was returned for evaluation. The unit was received with the teeth worn on the swivel sleeve. The nylon washers and the retaining rings were worn as well. The device history record (DHR) documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00339.

Event description:
This is 2 of 2 reports. A customer reported that the a1018 mayfield swivel adaptor was not locking. There was no patient involvement and no surgery delay.